Event description:
It was reported to boston scientific corporation that a pinnacle posterior pelvic floor repair kit was implanted on an unknown date. According to the complainant, the patient experienced an unknown injury. According to the physician, the patient presented some erosion at the suture line. The mesh appeared to be bunched at the cervix. The mesh was removed and the physician performed a hysterectomy. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant listed two facilities associated with this complaint, (B)(6). It is unknown which facility the device was implanted at. The complainant also listed the following physician¿s associated with this complaint: (B)(6).

Manufacturer narrative:
Dr. (B)(6) implanted the uphold vaginal support system and dr. (B)(6), implanted the pinnacle posterior pfr kit and obtryx transobturator mid-urethral sling system.

Event description:
This report pertains to one of two devices used during the same procedure. Associated manufacturer report # 3005099803-2013-03968 pertains to the other device. Received the following event clarification from the physician: the mesh that had eroded at the suture line and bunched at the cervix was from an uphold vaginal support system implanted on (B)(6) 2011. On (B)(6) 2012, the uphold device was explanted, the patient had a hysterectomy and a prolapse repair, and the pinnacle posterior pfr kit and obtryx transobturator mid-urethral sling system were implanted. The patient¿s current condition is unknown.